Manufacturer narrative:
E1: initial reporter city: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the burr and wire became stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25 mm rotapro and a rotawire were selected for use. During the procedure, it was noted that after eight ablations, the wire and burr got stuck and could not be removed using the dynaglide mode. The device was removed together with the wire. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was returned for analysis with a wireclip torquer. The wire returned detached from the body, and one part of the wire did not return for analysis. Visual and microscopic inspection revealed that the body was kinked at 165cm from distal to proximal, additionally the wire returned detached from the body at 168.7cm from distal to proximal. Dimensional inspection revealed that a 161.3cm of the body detached and did not return for analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. This code was selected as the most probable complaint cause based on the reported event details, available information, and product record review. These issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique.

Event description:
It was reported that the burr and wire became stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that after eight ablations, the wire and burr got stuck and could not be removed using the dynaglide mode. The device was removed together with the wire. The procedure was completed with a different device. There were no patient complications. It was further reported that the wire section protruding outside the body was cut, and a sub-catheter was attached to the wire remaining in the guide catheter to perform a wire replacement. The procedure was completed with a balloon and a drug-eluting stent.